Manufacturer narrative:
Return requested. Replacement battery cartridge ups shipped to site 07/01/2016. No parts have been received by manufacturer for analysis. On 07/05/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Universal power supply (ups) battery assembly low inside mobile view station (mvs). Medtronic representative replaced the ups battery assembly. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, when their imaging system was brought in for a confirmation spin and after the localizing shots were acquired, the mobile view station (mvs) powered down on its own. In trouble-shooting, the imaging system was re-booted 3 times and normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.